Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-28 crts (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their health care physician (hcp) attempted to reprogram their device so the stimulation was closer to the vaginal region but after the patient was reprogrammed, the stimulation moved to the pocket site in the upper right hand quadrant. The patient reported that ¿this programming¿ wasn¿t ¿working.¿ the patient stated their health care physician (hcp) was requesting that a manufacturer representative (rep) come and assist with programming. The patient was redirected to follow up with their hcp. It was noted this occurred 2 weeks ago, in (B)(6) 2019. There were no further complications reported.